Event description:
The facility's biomedical technician reported an infusion pump with a failure code 32 found during biomedical testing. The hosptial representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.